Event description:
It was reported that the pump declared a cartridge alarm 6.customer¿s blood glucose level was 324 mg/dl. The caller successfully loaded a new cartridge onto the pump and resumed insulin therapy, while the original cartridge was unavailable for return.